Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results by pharmacy (pharmacist). Expected fasting blood glucose test result range is not known. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Storage of product not verified. Test strip lot is not known. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of poor user technique in addition to the clients test strip having a poor fill.

Event description:
Consumer complaint of low blood glucose test results by pharmacy (pharmacist). Expected fasting blood glucose test result range is not known. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Storage of product not verified. Test strip lot is not known. Recall test results performed from meter memory: (B)(6). Adverse event not reported.